Manufacturer narrative:
Manufacturer's ref# (B)(4) manufacturer's investigation: technical investigation concluded: it has not been possible to get a device history record, as the serial number of the device is unavailable. Clinical assessment concluded: it was reported that a male user at age 68, had gotten the right hearing aid dome and part of the receiver stuck in the ear. The user went to urgent care to have the piece removed from his ear. There was no harm to the user as a result of this incident. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Trended case device investigation findings: 1. Inadequate pfmea assessment on insufficient glue application. 2. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency 3. The exact bonding evaluation method is divert. The bonding shall be conducted between housing and receiver contact point. Not on front housing tip and receiver cable instead. Investigation and corrective actions are contained within an existing CAPA, effectiveness review has been performed and accepted. The CAPA is closed. Risk assessment concluded: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. This is a generally known risk and is deemed to be acceptable. It has not been possible to do an investigation of the actual device, as the device was discarded and therefore not returned to the manufacturer. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
Date of incident: (B)(6) 2024 on 23jan2024 it was reported that a surefit3 receiver wire has come apart while in the ear. The user had his right hearing aid dome and part of the receiver stuck in his ear. He went to urgent care to have it removed. There was no harm done to the user, as a result of this incident. The receiver was discarded after the incident, therefore the serial number is not available to the dispenser. No further information expected..